Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that there was a circumferential fracture at the distal side of the fiber/cap. The metal cap exhibited severe detritus adhesion on its surface, suggesting tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, there was an internal breakage of the fiber after 145,020 joules and 15 minutes of use. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Correction to field h10: additional MFR narrative. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that there was a circumferential fracture at the distal side of the fiber/cap. The metal cap exhibited severe detritus adhesion on its surface, suggesting tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, there was an internal breakage of the fiber after 145,020 joules and 15 minutes of use. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, there was an internal breakage of the fiber after 145,020 joules and 15 minutes of use. The procedure was completed with another device. There were no patient complications.